Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that during after-action troubleshooting; it was found that the pressure cable was bad. They removed the cable from service and returned the iabp to service. In addition, the cable itself visually appeared intact; however, when trying it on another iabp the same problem was identified. The cable was sent was sent to biomed for presumed discard.

Event description:
It was reported that while the lifeflight team was transporting a patient to another facility ((B)(6) medical center), they were unable to get an arterial-line tracing on the cardiosave intra-aortic balloon pump (iabp) via central lumen of the arrow catheter. They tried switching transducers and the central lumen had blood return and was able to be flushed. In addition, all cables and connections were checked and reported as properly functioning. The flight team decided to call for a second pump to be delivered for transporting the patient. There was no patient harm, death or serious injury reported.